Event description:
It was reported that there was a hole in the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter: "the second time my colleague noticed that suddenly seemed to be a hole in the mandrin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter: "the second time my colleague noticed that suddenly seemed to be a hole in the mandrin."

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the needle is observed to be pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photo, blood was observed in the catheter and the cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has the needle pierced through the catheter. Therefore, the probable root cause for the reported defect could be due to the user partially withdrawing the needle from the catheter and reinserting the needle into the catheter, causing the needle to pierce through the catheter and damage the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.